Event description:
As device was attempted to be utilized per the MFR's instructions, the intuitive surgical, harmonic ace curved shears was indicating "relax pressure on blades." Initial device was removed from the surgical field and replaced with a "like" device. New device functioned without issues.